Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not taking auto graft. Event occurred during testing and there was no harm and no delay reported. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 23, 2018, it was reported that the unit was not taking auto graft. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was march 23, 2009 where it was reported that the device needed preventative maintenance and the damaged control bar, bearings motor, reciprocating arm, seal and retaining ring, and swivel were replaced. This is not a related issue. Product review of the air dermatome on august 3, 2018 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications but was erratic. The control bar was not in the correct position and the head and control bar were visibly damaged. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on august 3, 2018 which included replacement of the ball detent, thickness lever, reciprocating, arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, damaged control bar, neck, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the calibration was out of specifications at all settings. The motor speed was within specifications but was erratic. The control bar was not in the correct position and the head and control bar were visibly damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was out of specifications at all settings. The motor speed was within specifications but was erratic. The control bar was not in the correct position and the head and control bar were visibly damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.